Event description:
It was reported that the patient was acting like something was not right with their therapy. The patient was moving slow and the patient representative said the patient had been acting this way for the past day and a half. Patient representative said the last time this happened was a year ago in may when a manufacturing representative (rep) had come to the patient's assisted living facility to check the pt's implant and the therapy had been turned off. Somehow, the rep turned therapy back on. The patient representative was redirected to their healthcare provider to further address the issue. The patient has an appointment with the healthcare provider (hcp) on 2024-06-17.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 37602 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.